Event description:
Allegedly the patient was experiencing unknown mom complications. (Right). Additional information received 04/03/2017. Previously his right hip was a conserve non-revision claim. His right hip has been updated to a conserve revision (unknown implant date) claim. We only received his revision op report and until we receive his implant op report, we cannot determine whether or not he is 8+ years.